Event description:
While advancing the stent delivery system (sds) through the guidecatheter (gc), to a lesion located in the right superficial femoral artery, the stent started deploying in the gc. The pt is a male. The vessel had severe calcification, severe tortuosity, and 90% stenosis. The product was properly inspected and prepped prior to insertion. A sheath introducer was inserted into the left femoral artery and, with difficulty; a guidewire was passed across the lesion. A balloon was advanced over the guidewire for pre-dilation. It is noted that there was difficulty advancing the balloon to the lesion because of the severe calcification and a high-grade stenosis that was present in the vessel. After pre-dilatation, the sds was advanced to the lesion, however, due to the characteristics of the vessel, resistance was met between the product and the gc (brand and size unk), and the stent was started deploying in the gc. Therefore, the sds was withdrawn out of the pt's body, and another stent was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.